Manufacturer narrative:
The unit passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. There were no button error alarms and no unlocked lcd keypad connector. However, the unit had an intermittent esc button due to a flattened dome switch. The unit had a cracked case at the display window corners and a minor scratched lcd window. (B)(4).

Event description:
The customer's mother called in to report that the insulin pump alarmed button error and had an unresponsive button. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 476 mg/dl. The customer treated with a bolus from the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.